Manufacturer narrative:
Concomitant medical products: product ID 97714 lot# serial# (B)(4) implanted: (B)(6) 2014 explanted: (B)(6) 2022 product type implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that patient did not report any signs or symptoms associated with device. Physician and scrub tech noticed issue (liquid in battery port) during routine replacement. Physician removed leads from 97714 battery and noticed liquid coming out of one of the ports (bottom port). The lead also looked bent and was difficult to plug in to the new battery. Physician was able to plug lead in to new battery and impedances were all good. Battery was replaced with 97715.